Manufacturer narrative:
H6: investigation summary: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have received a "false positive" result on xebp on side a. Field service was dispatched. Field service swap both readers with each other and normalized both readers. Instrument was returned to customer functional. No parts were returned to bd for investigation. Complaint is confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend. H3 other text : see h10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exbp. The following information was provided by the initial reporter: " false positive results for exbp on side a. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: exbp the following information was provided by the initial reporter: " false positive results for exbp on side a. "